Event description:
The sales rep reported that the device overheated. Attempts were made to obtain information about the event; however there was no patient impact, no medical intervention, no surgical delay, and no adverse consequences.

Event description:
The sales rep reported that the device overheated. Attempts were made to obtain information about the event; however there was no patient impact, no medical intervention, no surgical delay, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : the device was not returned for service.